Manufacturer narrative:
A new device and right ventricular lead were successfully implanted. To date, the explanted products have not been received at boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific crm received information that during the routine device replacement procedure; the setscrew of this cardiac resynchronization therapy defibrillator was loosened, however, the right ventricular defibrillation lead could not be extracted. As the lead was being manipulated; the lead likely dislodged and loss of capture was observed and the patient experienced asystole for two seconds requiring pharmaceutical therapy. The patient's rhythm recovered; however, the lead impedance was less than 200 ohms. A new device and right ventricular lead were successfully implanted. The explanted device was returned for analysis.